Manufacturer narrative:
Additional information was received that the pocket pain was resolved. There will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the pocket site and low coverage on her left side. An x-ray revealed high impedances on the leads. The patient¿s leads and lead splitters were replaced and the patient¿s pocket was revised to implant the ipg deeper in the pocket. The patient reported good coverage following the procedure. It was reported that post-operatively the patient¿s pocket pain did not resolve.

Event description:
A report was received that the patient was experiencing pain at the pocket site as well as inadequate therapy. High impedances were noted on the leads. The patient underwent a revision procedure wherein the physician implanted the ipg deeper within the pocket and replaced the leads. One of the leads had a broken distal tip and the physician confirmed that the damage was not done during the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4), description: infinion 70 cm lead kit; model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and low coverage on her left side. An x-ray revealed high impedances on the leads. The patient¿s leads and lead splitters were replaced and the patient¿s pocket was revised to implant the ipg deeper in the pocket. The patient reported good coverage following the procedure. It was reported that post-operatively the patient¿s pocket pain did not resolve.